Event description:
It was reported that the pump's serial number label was incorrect and did not match the actual device serial number. The discrepancy was identified during testing.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was an incorrectly printed serial label. The rear serial number label was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. Additionally, the software was also updated. The service history review had no indication that the complaint was related to a service of the device within the review period.